Manufacturer narrative:
The device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Possible under delivery anomaly not confirmed.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose level. The customer¿s blood glucose level was 24 mmol/l at the time of incident and current blood glucose level was 21 mmol/l. The high blood glucose of customer was treated with manual injection. Based on customer report customer allege insulin pump was under delivering. Customer assisted with high pressure test. The insulin pump will be returned for analysis.